Manufacturer narrative:
Subsequent to the submission of initial medwatch MFR report #9615050-2014-01038 it was noted the manufacturer report # for (B)(4) was inadvertently selected instead of the intended (B)(4) manufacturer#.

Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing. On unspecified dates, the male adapter of unspecified primary tubing sets were connected to the female adapter of the extension tubing sets and were being used to deliver unspecified medications via pumps. After unspecified lengths of time, it was reported that unspecified numbers of tiny bubbles were noted in the extension tubing sets and entered the patients¿ IV access sites. No specific details were provided. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Though requested, no additional information was provided including if the tubing sets were replaced and the therapies were resumed.